Event description:
It was reported that the insulin pump alarmed for button error. Blood glucose reading was 256 mg/dl. The reporter could not clear the alarm. Manual injection was used at school as treatment for high blood glucose. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
Insulin pump received with no esc button response due to flattened button dome switch. No button error alarm noted. Insulin pump received with minor scratches on display window, cracked reservoir tube lip and battery tube threads.